Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose(bg) level of approximately 390mg/dl. Reportedly, the customer delivered a bolus, and required assistance changing the infusion set and cartridge to address the bg level. The cause of the high bg was unknown. Recommendation was made to discuss diabetes management with a health care professional.